Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient experienced shortness of breath, dizziness, a sensation described as "sea sick," an erratic feeling in the heart, nausea, and lightheadedness, which were possibly perceived as being related to the implantable cardiac monitor (icm). It was clarified that the device does not generate electrical impulses to the heart and instead uses sensors to record impulses and communicate data. The patient was advised to contact their physician or clinic to discuss these symptoms and determine next steps. The icm was explanted. No patient complications have been reported as a result of this event.